Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.; the complaint device was returned for analysis. During analysis, it was noted that the handshake connection was inspected and no damage was noted. The drive shaft proximal to the handshake connection was kinked. The introducer sheath and coil were cut from the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that not reaching optimum speed during preparation/test occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 2.00mm rotalink¿ plus was selected to treat the lesion. After performing rota and ivus, rotational test outside the patient prior to the 2nd rota was then also performed, however rotation speed did not increase. This issue was not resolved. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. However, device analysis revealed burr detach/separate.